Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage candle was cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had high voltage candle arching and dark images during a subtraction run. Also the system gave an excessive heat error message. No patient injury was reported.